Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a database issue and deleted door 7. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 13391728 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn 13391728 was performed from the date of manufacture, 29-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station had a database issue. The field service engineer (fse) found that door 7 did not exist, while doors 6 and 7 were coupled. The customer mistakenly loaded and removed medication for door 7, causing a ghost error. The fse contacted a technical support specialist (tss) to delete the error from the database. Then, the tss followed the knowledge article (unable to replace drawer (or cubie) due to loaded medications in the drawer in 1.6 and higher), deleted the inventory in the auxiliary and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a database issue and deleted door 7. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.